Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a single shot ablation smartfreeze a polarmap was selected for use. After ablating three veins left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right superior pulmonary vein (rspv) the catheter's proximal end broke while treating the rspv. The procedure was challenging and required frequent catheter manipulation. After replacing the catheter, the rspv was successfully ablated. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
During a single shot ablation smartfreeze a polarmap was selected for use. After ablating three veins left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right superior pulmonary vein (rspv) the catheter's proximal end broke while treating the rspv. The procedure was challenging and required frequent catheter manipulation. After replacing the catheter, the rspv was successfully ablated. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complaint device was analyzed. Visual inspection observed damage; there were multiple kinks in the polarmap shaft. Further examination of the kinks identified breaks and exposed wires. No damage or breaks were observed in the distal loop. No device defects were observed that would have resulted in the catheter shaft kinks. It was concluded that excessive force used while inserting the polarmap into the polarx guidewire lumen caused this damage.